Event description:
Device malfunction: stent fracture. Symptoms/ae: none. Time of malfunction: at an unknown time post stent placement. It was reported that a patient that was stented at an unknown time returned at an unknown time and was diagnosed as having a stent fracture. It is unknown if any intervention was performed. There were no adverse patient effects reported. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.